Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer called stating that insulin is squirting out during the manual prime process on her insulin pump. Customer's blood glucose level is 252 mg/dl. She treated with a manual injection. There is a gap between the reservoir and the piston. Customer was not wearing the device during priming. She said she saw a gap between the piston and reservoir stopper during prime. The reservoir appears to have thirty units of insulin, but the insulin pump screen is reading sixty two units. Customer attached a new infusion set and reservoir and restarted the priming process. She stated insulin did not continue to drip after letting go of the act button. The motor did not slow down and the numbers did not ramp up on the screen. It was explained that the force sensor did not detect the reservoir during the seating process. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.